Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level (bg) of ¿high¿ mg/dl. Customer delivered a correction bolus via the pump to address bg. The customer alleged that the pump did not deliver enough insulin; however, troubleshooting was performed and the pump was operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.